Manufacturer narrative:
A livanova field service representative investigated and was informed that the same error occurred twice in this hospital. The affected has been returned to livanova deutschland for further investigation and repair. The reported issue could not be reproduced . No deviations could be identified and all tests have been carried out without problems.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error message during set-up. The error disappeared by turning power off and on. There was no patient involvement.